Event description:
Customer called and reported a leak centrifuge alarm in cycle 1 after whole blood process (150ml). Customer found a leak at the centrifuge rotation seal. No fluid in the drain bag. Customer aborted the treatment. Pt's condition was stable. Service to be dispatched after po processing. Customer provided photos for investigation.

Manufacturer narrative:
Batch record review of lot a912 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, MFR's CAPA (B)(4) is already in progress to investigate centrifuge bowl leak/break. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report; therefore, final investigation findings are still pending. Service order info pending. (B)(4).